Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was rebooted three times and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. The system was rebooted and the procedure was completed. No pt injury was reported.